Event description:
It was reported that there was a connection issue between the transfer set and the titanium adapter. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and marks were observed on the outside of the patient adapter, indicative of tool use, and the spike connector was not inserted far enough into the flow control barrel. Functional testing performed included leak testing, clear passage test, clamp function test, integrity of seal surface testing (testing of connection between the patient adapter and titanium adapter), and connection using uv flash machine testing with no issues noted. The reported condition was not verified; however a defect of misassembled was identified due to the spike connector not being inserted far enough into the flow control barrel. The assignable cause was determined to be manufacturing issue ¿ assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in process. Should additional relevant information become available, a supplemental report will be submitted.